Manufacturer narrative:
During the external review process, it was found that our product labels were not standardized. We traced back to the relevant reasons, re-learned the regulatory requirements, designed the labels according to the regulatory requirements, and began to use the new labels after approval.

Event description:
Our company mdsap certification audit findings:no evidence shows that the product label information without correct unique device identifier information and not complied UDI requirements, without expiration date & place of business information, without correct manufacture information (information on label such as developed by acosound (manufacturer), customer blaids (not manufacturer) information on the label not correct marked.